Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a backup alarm failure had occurred. The remote service engineer (rse) performed a troubleshoot with the customer. The rse advised the customer that they could perform a power failure to test to confirm if the motor controller (mc) printed circuit board assembly (pcba) was providing enough power for the backup alarm. The rse then provided the customer with the pat numbers for the mc pcba, central processing unit (cpu) pcba, and power management (pm) pcba. The customer ordered and replaced the cpu pcba. The customer then requested assistance with what was required to be reprogrammed for the new cpu cpba. The rse provided the customer with the required encryption codes. The customer replaced the cpu cpba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.